Manufacturer narrative:
This report is filed may 16, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to chronic infection and extrusion of the receiver stimulator. Reimplantation is planned, but has not taken place as of the date of this report, february 26th, 2015.

Manufacturer narrative:
(B)(4).